Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to power on. No service has been performed by philips since the case was created in error as a wrong split. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.